Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient heard beeping and reported feeling an irregular heart rate. The right ventricular (rv) lead alerted for noise and had high sensing integrity counter (sic). The lead was reprogrammed and remains active. No patient complications have been reported as a result of this event.